Event description:
The customer reported via phone call that the insulin pump was unable to rewind and received multiple no delivery alarms. Customer states she had trouble all day with no delivery alarm and was feeling disheveled. Emergency medical services were offered to the customer but she declined. The customer blood glucose level was 600 mg/dl at the time of the event, which was treated with a manual injection. The customer was not feeling well enough to troubleshoot. The customer's boyfriend was assisted in rewinding and changing the set. Troubleshooting was performed and the drive support cap appeared to be normal. The customer did mention that her healthcare provider did change her settings, prior to the event. The customers blood glucose level at the time of the call was 342 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.